Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient was not hospitalized and was treated with cefazolin (one gram, intra-peritoneal, duration ten days, frequency not reported) and ceftazidime (one gram, intra-peritoneal, duration ten days, frequency not reported). Dianeal therapy was ongoing. At the time of this report, the patient has recovered. No further information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Event date: the occurrence date was an unknown date in (B)(6) 2014. This report involves the same patient as in (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.